Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently entered the incorrect numbers into the pump for a bolus delivery and requested a larger bolus than intended. The customer stopped insulin delivery and the bolus was cancelled. No unintended insulin was delivered. Blood glucose was not impacted. Tandem technical support assisted the contact with resuming pump therapy for the customer.